Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument perform failure analysis (fa). Fa found the instrument had a broken curved blade at the midpoint. A piece approximately 0.393" x 0.084" was found to be broken off. The broken piece was returned. The components adjacent to this broken blade did not show damage. As a result of the broken blade, the instrument failed the energy recognition test. The complaint was confirmed by fa. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.